Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced a bent cannula after noting a persistent blood glucose of 338 mg/dl. The patient performed a supply change and administered external insulin. No further symptoms or hospitalization were reported. No further information available.